Manufacturer narrative:
Batch review performed on 25 september 2020: lot 1907040: (B)(4) items manufactured and released on 04-dec-2019. Expiration date: 2024-11-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
After the inserting of the femoral stem into the femoral and trying reposition, the surgeon felt abnormal feeling during moving to hyperextension. The surgeon checked CT-image and discovered the fracture of the greater trochanter. The surgeon performed the bone fixation with the k-wire. Due to this event, the surgery was prolonged about 20 minutes. Bone quality was poor. Some porosis was observed.